Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The investigation results will be provided in the final report.

Event description:
It was reported that the ipg would not communicate with external devices following a surgical procedure. Troubleshooting was attempted to no avail. Surgical intervention may be pending to address this issue.

Event description:
Additional information obtained via follow up indicated that the patient's ipg was explanted and replaced. Therapy was restored post-operatively.